Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intentionally delivered a 80 unit bolus and blood glucose (bg) level lowered to 40 mg/dl. Customer administered baqsimi to address bg. Customer confirmed bolus was delivered due to user error. Recommendation was made to consult with healthcare provider regarding diabetes management.